Event description:
The plaintiff's attorney alleged that the decedent experienced a myocardial infarction and other unspecified injuries, on or about (B)(6) 2012, which caused the decedent to espire after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.